Event description:
The facility reported a colleague infusion pump that would turn itself off when unplugged for less than 5 minutes. Baxter's review of the device event history determined the reported condition as a battery depleted set, which interrupted delivery there was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
This device utilizes user interface module master software version 5.04.00 categorized as unremediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has been previously sent into service for the reported condition of "battery". (B)(4)

Manufacturer narrative:
The condition of would turn itself off when unplugged for less than 5 minutes was confirmed and duplicated due to damaged main batteries. The main batteries were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).